Event description:
International customer reported the unit alarmed due to an over circuit protection (ovp) failure indicating the 12/3.3 ovp circuit did not detect a 3.3 overvoltage condition while the customer was performing a performance verification test. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the motor controller (mc) pcba and power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
International customer reported the unit alarmed due to an over circuit protection (ovp) failure indicating the 12/3.3 ovp circuit did not detect a 3.3 overvoltage condition while the customer was performing a performance verification test. There was no patient involvement.